Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted once the investigation is complete.

Manufacturer narrative:
The data acquisition pcba was returned to philips rica for failure investigation, it was tested and no failures were identified. The root cause of the reported issue could not be determined. The determination could not be made that the device failed to meet specifications.

Event description:
The customer reported the ventilator shutdown and reboot with data acquisition pcba adc failed. The customer reported the unit was in use on patient, but there was no patient harm reported.

Event description:
The customer reported the ventilator shutdown and reboot with data acquisition pcba adc failed. The customer reported the unit was in use on pt, but there was no pt harm reported.